Event description:
It was reported that balloon rupture occurred. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
(E1) initial reporter facility name:(B)(6) hospital device evaluated by manufacturer: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 15 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. The leak coming out from the tip, most probably occurred due to the user applying excessive force to the delivery system when loading guidewire into device. The tip of the guidewire most likely punctured the inner shaft between the inflation lumen and guidewire lumen. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues to the shaft of the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.